Manufacturer narrative:
Additional information: the balloon did not fragment and no vessel injury was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat 80% stenosis in the subclavian vein using an in.pact av access balloon along with 7fr sheath and 0.035 non-medtronic guidewire, the balloon burst at 6atm, noted as a pinhole, while treating a fibrous lesion with moderate tortuosity and calcification. The lesion length was 40mm, and the artery/vein diameter was 10mm, located in the peripheral vein, specifically the great saphenous vein (gsv). The lesion was pre-dilated with a non-medtronic balloon. Balloon was inflated with a non-medtroic infaltion device with 50/50 contrast. The balloon was safely removed from the patient, and the procedure was completed using a new non-medtronic dcb device. No health consequences or impact were reported. No patient complications have been reported as a result of this event.